Manufacturer narrative:
Additional information was received which noted that the information pertaining to this case was provided for the wrong patient, and thus there was no allegation when it comes to this case.

Event description:
Boston scientific received information inappropriate shocks were received after oversensing was noted on this right ventricular lead. A right ventricular fracture with an exit block was noted. This right ventricular lead was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available, this investigation will be updated.